Event description:
The facility representative contacted baxter to report an intermate that had leaked. The device was filled with pamidronate 90 milligrams in 0.9% sodium chloride 250 milligrams. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
The product has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer's mother reported the customer received a fs freedom meter reading of 218mg/dl on (B)(6) 2010 after 9pm while at their boyfriend's home and experienced symptoms of "nausea, clammy skin, disorientation" and was "seeing things on the wall." Paramedics were called and customer was treated on scene with IV glucose and transported to a health care facility. Customer was further diagnosed with hypoglycemia at the hospital and treated with additional unspecified intravenous medications, zofran and sweet drinks. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.